Event description:
It was reported that the customer had a no delivery alarm due to the site. Customer's mother was busy and could not be transferred at this time. No further details given.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the insulin pump alarmed for no delivery during a bolus. The blood glucose had been high and the meter could not read it. The parent reported that a health care professional stated that the infusion set may have moved to a muscle while the customer was sleeping, causing the no delivery alarm. The customer was not hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.